Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 26-jan-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: product was returned to the manufacturing site. The alleged foreign material was received on a sponge for evaluation. No further materials were received. Evaluation of the returned product was conducted under magnification. The material and the sponge were sent to a third party laboratory for analysis. The material was identified to be consistent with a mixture primarily containing polypropylene, along with a salt species similar to sodium hyaluronate and possibly sodium cellulose sulfate. The complaint issue of foreign material - loose was identified during product evaluation; subsequent further evaluation is going to be conducted by the manufacturing site smes (subject matter experts) to determine if the complaint issue can be confirmed to be related to a manufacturing process issue. Conclusion: based on the complaint investigation results, further evaluation by the manufacturing site is required, and will be conducted accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol), there was small, clear piece of plastic in front of the lens. The piece was removed with forceps without issues and the patient did not require any further treatments. The patient will be checked when the 2nd eye will be operated. No further details were provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, device not explanted. Telephone number: unknown / not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.